Manufacturer narrative:
Device used for treatment, not diagnosis. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 04.sep.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion (acdf) surgery at c4-5 on (B)(6) 2016. During the procedure while the surgeon was placing a cervical plate using the vectra plating system the drill, tap and screw (dts) guide used for screw placement became stuck on a screw and when it was removed the guide malfunctioned and lacerated the patient's jugular vein. The surgeon repaired the jugular vein which resulted in a surgical delay of 1 hour. The acdf procedure was completed using an alternate instrument. Surgeon used the same plate and screw during the procedure. The patient did not receive blood products and was in stable condition at the end of procedure. Upon inspecting the dts guide at end of the surgery the sales consultant observed the fixed angle post was bent. This complaint involves 1 device. Concomitant device reported as: unknown screw (part # unknown, lot # unknown, quantity1), unknown cervical plate (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation: the returned subject device (drill/tap and screw guide with post, part # 03.613.001, lot # 9479627) was found to have a bent prong. Additionally the position pin was found to be bent. The remainder of the device is in good condition. A visual inspection, dimensional test, drawing review, and DHR review were performed as part of this investigation. The complaint condition is confirmed. The drill/tap and screw guide with post (03.613.001) is a component of the vectra, vectra-t and vectra-one systems and is one of nine drill guides available in the systems to aid in screw insertion. Relevant drawings for the returned instrument were reviewed. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The position pin measured 1.79mm which is within the specification. No definitive root cause was able to be determined. The bent instrument is likely related to application of off axis forces. The injury to the patient is likely related to contacting the jugular vein with the sharp edge of the distal prongs. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.